Event description:
The customer reported the air/water nozzle of the evis exera iii colonovideoscope had foreign material exiting. The customer noted a piece of sheath was leaving the nozzle. The issue occurred during sampling on return from repair prior to a procedure. No parts of the scope fell in the patient and there was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. Updated d9, h3, h4, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed, no foreign material was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material, that was alleged to have exited the nozzle, had remained even after proper reprocessing due to a the damage found in the nozzle. There were no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." In addition, the following non-reportable malfunctions were found during the device evaluation; the connecting tube was perforate at 25cm of distal end and key top n°1 was damaged. Olympus will continue to monitor field performance for this device.